Manufacturer narrative:
(B)(4).

Event description:
The patient&#39;s wound started opening +/- 2cm on the (B)(6) 2014 and then it totally opened on the (B)(6) 2014. The patient then had an infection. She is a smoker. The complaint was only reported recently because there were several cases relating to this one. So the dr. Requested that we investigate that is this related to the product or is it the patient reacting badly to the product.